Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely the device was under inserted (in subcutaneous tissue) due to interaction with patient anatomy. Under insertion would prevent the suture from capturing vessel leading to the formed knot releasing from the anatomy and remaining in the suture bearing when the device was removed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: the UDI number is not known as the part and lot number were not provided.the additional devices referenced in b5 are filed under separate med/watch report numbers.

Event description:
It was reported that closure of an unspecified access site was attempted using four proglide devices. Reportedly, the suture came out from each device. The method used to achieve hemostasis was not provided. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.